Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer had programmed a carbohydrates value of "200" grams instead of entering a bg value of :200" mg/dl. The customer experience a low bg level of 25 mg/dl. Reportedly, at the time of the event, the customer was in the car and obtained food and a glucose gel from the paramedics at a nearby fire station which treated the bg level. Additionally, it was reported that the customer did not have to be taken to the emergency room due to the reported event.